Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient heard some noises and then stopped hearing with his device. All external components have been exchanged, however the patient was still not able to hear. Testing has not yet been performed.